Event description:
Info received indicated that the left siderail would not latch.

Manufacturer narrative:
The hill-rom tech found the latch was sticking. He cleaned and greased the latch to resolve the issue.